Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for use was non-malignant pain. It was reported the pump was up on its side and would not lay flat on (B)(6) 2019. The patient noted the pump would move around a little bit, but it was standing straight on edge and just killer the patient last night and the patient almost went to the hospital. The patient mentioned that it hurt so bad that they almost cried. The patient took two advil and put a brace on and this morning the pump was back in place. It was noted the patient had a stroke before and mixes stuff up in their head when information was being reviewed. There was no out of box failure. (B)(6) 2019 (B)(6) (hcp): additional information received from a healthcare provider reported the pump was loose in the subcutaneous pocket. There were no action/interventions needed to resolved the pump on its side. The patient was stable and unchanged from baseline. The patient's weight was (B)(6) lbs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for use was non-malignant pain. It was reported the pump was up on its side and would not lay flat on (B)(6) 2019. The patient noted the pump would move around a little bit, but it was standing straight on edge and just killer the patient last night and the patient almost went to the hospital. The patient mentioned that it hurt so bad that they almost cried. The patient took two advil and put a brace on and this morning the pump was back in place. It was noted the patient had a stroke before and mixes stuff up in their head when information was being reviewed. There was no out of box failure.